Event description:
It was reported that at the beginning of a stenting treatment percutaneous coronary intervention (pci), a stent delivery system stuck on the guide wire. The stent delivery system got stuck on the wire outside the patient and would not slide any further. It was necessary to tear the stent delivery system from the wire. The procedure was completed using three other promus element stents, advanced without any issues over the same guide wire. No patient complications were reported.

Event description:
It was reported that at the beginning of a stenting treatment percutaneous coronary intervention (pci), a stent delivery system stuck on the guide wire. The stent delivery system got stuck on the wire outside the patient and would not slide any further. It was necessary to tear the stent delivery system from the wire. The procedure was completed using three other promus element stents, advanced without any issues over the same guide wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, a lumen damage, tip damage and hypotube kinks were also noted. A visual and microscopic examination found an inner lumen break at the distal end of the port bond. Starting from the middle of the balloon, the lumen in the distal section of the catheter was accordioned for a length of 59mm proximally. This type of damage could be caused by excessive force being applied during guidewire insertion. The stent was severely damaged due to the damage that was caused to the lumen. The tip was slightly flared. Several kinks were identified along the hypotube. Solidified blood was present along the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).